Manufacturer narrative:
Health effect impact code: f26 . Component code: g03001 . D8. Was this device serviced by a third party? No. The field service representative inspected the instrument and performed extensive troubleshooting. The issue was resolved by replacing the ict pinch valve tubing and cable to the ict preamp board. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No adverse trend or systemic issue for part numbers tubing, ict pinch valve and cable, ict to ict preamp. A review of product monitoring for clinical chemistry systems was performed. No similar issues related to the alinity system, complaint cause parts, or discrepant results as described in this complaint. A search for non conformances was performed and there were zero non-conformances or potential non conformances identified for the parts associated with this complaint. The alinity ci-series operations manual and the alinity c service documentation provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of part numbers tubing, ict pinch valve and cable, ict to ict preamp. No product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
The evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed false elevated potassium on (B)(6) 2021 when processing on the alinity c processing module. Sample 1 generated potassium of 6.5 mmol/l but repeated 4.3 mmol/l on another analyzer. Sid (B)(6) generated potassium of 6.5 mmol/l but repeated 4.4 mmol/l on another analyser. Sid (B)(6) generated potassium of 6.5 mmol/l but repeated 4.4 mmol/l on the same analyser. No specific patient information was provided. No impact to patient management was reported.